Event description:
It was reported that the external pulse generator (epg) had a broken output connector. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) had a broken output connector. Therefore, the epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis could not confirm the customer comments that the output connector on the unit was broken and that the atrial terminal was not generating any signal. Analysis did find that the ring and side bail covers were contaminated, as was the battery drawer and that the keyboard was scratched. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).